Event description:
A customer reported the surgeon noted the knife would not cut when preparing to make the incision. There was no patient harm reported.

Manufacturer narrative:
One opened sample was returned. The sample was examined using 10x magnification and found to have a slightly damaged cutting edge. The device history record (DHR) for the lot was reviewed. Functional penetration test values for this lot met specification. No abnormalities that could have contributed to a dull knife were found during the device history record (DHR) review and the product was released according to manufacturer's acceptance criteria. Damage to the cutting edge of the knife similar to that observed can result in perceived dullness of the knife like that reported by the customer. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. (B)(4).